Event description:
The hospital alleges two events involving the tracheostomy tube of the same pt. One tracheostomy tube was replaced allegedly due to problem cuff. This tracheostomy tube had been modified by the addition of a pilot balloon repair kit. The second tracheostomy tubve allegedly lost volume after six hours of use and the cuff of this tube allegedly would not inflate in response to inflation of the pilot balloon. No samples were retained due to mrsa in the pt's sputum.